Event description:
It was reported that the health care professional requested review of implantable cardioverter defibrillator (ICD) device data prior to discharge. Technical services reviewed per request and advised inappropriate atrial tachy response episodes were stored due to oversensing of electromagnetic interference during the implant procedure. The presenting electrogram exhibits no noise. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.